Event description:
It was reported that during an open colon procedure, the minimum button on the instrument had no function. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Analysis summary: the ace36p device was received in good condition. No visible damage was noted. The let and right hand-activation contacts were noted to be nonfunctional. Other functionality could not be performed.